Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Blood glucose at the time of 911 call was 411 mg/dl. Customer was not wearing the insulin pump at the time of 911 call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.